Manufacturer narrative:
A lot history review could not be performed as the lot number was not provided. Although the sample was not returned for evaluation, two electronic photos were provided for review. The investigation is confirmed for connector detachment from catheter, as the photos showed an 8 fr groshong connector separated from the catheter. No damage on the connector, caps, catheter or over sleeve was apparent in the photos. The connector stylet was not visible in either photo. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 7712800 port and catheter accessories allegedly experienced a detachment of device component. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) male patient was (B)(6).